Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). A 5.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilatation, however, during inflation, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.